Event description:
It was reported that attachment got stuck in the hand piece. Bur unlocked in the middle of the surgery causing both handpiece and the attachment so hot that it burned through the scrub nurses gloves. It was reported that there is no patient impact. On follow-up it was reported that there was no patient or staff impact. There was no staff injury, only damaged gloves by the heat of the handpiece and no harm done to the patient, surgery was not prolonged due to the event.

Manufacturer narrative:
H3: product analysis: evaluation could not be performed because of attachment was stuck on handpiece motor .it was noted bearing worn, not working properly, seized/not running and the laser markings are illegible, the color band has lost its correct color tone. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.